Manufacturer narrative:
H.6. Investigation summary: unconfirmed conclusion.

Event description:
It was reported that the bd hypak¿ glass prefillable syringe unit package seal was compromised. The following was received by the initial reporter: on 25oct2024, supplies inspection (si) performed a visual inspection on annual syringe barrel material 10261709, batch 0001744949 and observed that the hypak tub number (B)(6) has an open seal on tyvek cover and tub, approx. One-half of the tub. This is considered a nonconformance.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 11103853 was sent in error this product is not reportable by bd in us. MFR#: 9614033-2024-00081is void as a result.

Event description:
It was reported that the bd hypak¿ glass prefillable syringe unit package seal was compromised. The following was received by the initial reporter: on 25oct2024, supplies inspection (si) performed a visual inspection on annual syringe barrel material 10261709, batch 0001744949 and observed that the hypak tub number 1250 has an open seal on tyvek cover and tub, approx. One-half of the tub. This is considered a nonconformance.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: reported condition was not observed at bdm-ps.

Event description:
It was reported that the bd hypak¿ glass prefillable syringe unit package seal was compromised. The following was received by the initial reporter: on 25oct2024, supplies inspection (si) performed a visual inspection on annual syringe barrel material (B)(4), batch 0001744949 and observed that the hypak tub number 1250 has an open seal on tyvek cover and tub, approx. One-half of the tub. This is considered a nonconformance.